Event description:
Allegedly, patient underwent a left total hip replacement and received a mom wright hip system implants. Patient suffered pain, debilitating lack of mobility, high levels of toxic metal levels, conscious pain and suffering and loss of earnings.